Event description:
End-user reported two (2) open areas at the 2 o'clock position beneath wafer's mass extending out to tape border. End-user describes the open areas to be the size of dimes with thick grey drainage intermittently. End-user also stated that he has had this issue intermittently for six (6) years in which it almost goes away and then gets worse. Lastly, it is reported that the product was in use for two (2) days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user used calamine; and unk form of silver medication pad and calcium alginate, received from the nurse, to treat the affected site. Lastly, end-user indicated that he has also tried (B)(4) wafers which has not helped to alleviate the affected site. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch 3l02532 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).